Manufacturer narrative:
The unit was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The returned unit was also gravity tested and a leak was observed through a small crack at the end of the chamber. The reported condition was verified. The cause was determined to be defective raw material. A notification was sent to the supplier to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked from an unknown location while priming with fluid. There was no patient involvement. No additional information is available.